Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked from the filter pro and from the gaps in the syringe when blood was drawn. There were no patient harms or adverse event reported as a result of the event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1217052-2026-00013-00 for details pertinent to this event.